Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/7/2021. H.6. Investigation: three photos and one sample were received by our quality team for evaluation. The returned sample was subjected to visual inspection and gel was observed on the cannula. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, it is observed that there is excessive gel on the cannula. Gel on the cannula could be generated from the assembly process. Silicone gel is used as lubrication to the cannula in the assembly process. The cause of gel on the cannula could be due to the manifold screw hole being choked and causing the gel to coagulate and transfer to the pad leading to excessive silicone supplied from time to time.

Event description:
It was reported that 5 needles 19g 1-1/2in tw experienced foreign matter on the device cannula. The following information was provided by the initial reporter: it was reported that a ¿gel-like¿ contamination was observed during in-process checks. At slade health they compound chemotherapy, analgesics, antibiotics and several other drugs and during our compounding process they employ the use of bd needles of different gauges. The aforementioned contamination has been seen in their products belonging to different drugs, thus eliminating the event to be related to drug precipitation. During one such event, when the needle was pierced into the vial, the globules can be seen on the shaft of the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 needles 19g 1-1/2in tw experienced foreign matter on the device cannula. The following information was provided by the initial reporter: it was reported that a ¿gel-like¿ contamination was observed during in-process checks. At slade health they compound chemotherapy, analgesics, antibiotics and several other drugs and during our compounding process they employ the use of bd needles of different gauges. The aforementioned contamination has been seen in their products belonging to different drugs, thus eliminating the event to be related to drug precipitation. During one such event, when the needle was pierced into the vial, the globules can be seen on the shaft of the needle.